Event description:
Boston scientific crm received information that the cardiac resynchronization therapy defibrillator (crt-d) in association with this transvenous right atrial (ra) and competitor's right ventricular (rv) leads exhibited out-of-range high pace impedance measurements. The patient was not pacemaker dependent and had slow escape so no inhibition was noted. The patient had been experiencing shortness of breath and irregular beats per minute since the last follow up. The physician determined to perform a revision procedure. When the physician went in to remove the device, it was observed that the device had migrated to an axillary area. Once the device was removed, the local area sales representative tested the leads with the pacing system analyzer (psa) and measurements, all within normal limits, were obtained. The physician identified that the device header had appeared loosened at the time of explant. The local area sales representative confirmed that the device had been placed sub-pectorally. The physician noted that at last device follow up, which was approximately a month prior, that the device had checked out within normal limits.

Manufacturer narrative:
Analysis at the post market quality assurance laboratory confirmed the device had a loose header, reported separate from this report. This report concerns the associated ra lead and out-of range impedance which upon revision procedure and device replacement, was determined to perform within normal limits. To date, information suggests that this ra lead remains actively in service. If new information becomes available, this report will be further evaluated and updated.